Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline damage and the potential need for a clamshell placement. The patient was not experiencing any issues with the device and had not had any alarms. A driveline examination was scheduled for (B)(6) 2021. The repair was postponed and no new appointment was set.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on an onsite evaluation by an abbott representative, as well as the submitted photographs which showed that the clamshell was successfully placed on the driveline. A specific cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Incidental finding: review of the submitted clamshell repair photographs during investigation revealed that there was a small tear/hole in the driveline¿s outer jacket. A specific cause for the damage could not be conclusively determined. The relevant sections of the device history records for vad-17743 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had the clamshell repair performed on the driveline.